Event description:
A call placed to technical services on 07/26/2016 reported that this rv lead was exhibiting noise. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).